Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause could be due to " inappropriate package design". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters were shipped in a box that was too small. The product was twisted and bent in half. They were unable to be used upon arrival. This was the 3rd occurrence.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters were shipped in a box that was too small. The product was twisted and bent in half. They were unable to be used upon arrival. This was the 3rd occurrence.